Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery when the customer's mother was trying to change the customer's infusion set insertion site. The blood glucose reading was 450 mg/dl, which was treated with a manual injection. The customer's mother stated that it could have been an issue of the tubing and that this happens all the time. They changed the infusion set and she declined troubleshooting. Nothing further reported.